Manufacturer narrative:
Additional information: ¿asku: the user did not provide any information about patient's outcome, but also we have not received any adverse effects report after the operation.¿ ¿<physician's comment> it is highly likely that severe adhesion of the intestinal tract and bad peristaltic activity contributed to the event. <sales rep's comment> the information that the hospital provided was too limited, so I cannot make any comment.¿ lab evaluation: the zebd device of unknown rpn and unknown lot number was not available for return to (B)(4) for evaluation and there is no further information available regarding the event, therefore a limited documentation based investigation was completed using the information available. The customer complaint is confirmed based on customer testimony. IFU review: it may be noted that according to the instructions for use, ifu0045-6 potential complications include perforation and with biliary stent placements include stent migration. The (B)(6) packaging insert c-es0202m14 rev. 8 supplied with the device complies with (B)(6) law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Prd/fqc/pkg review: a review of the device history record could not be completed because the lot number was not provided. Prior to distribution, all zebd devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. Root cause: the most probable root cause is that an incorrect stent size was selected. Other possible root causes are ; anatomical conditions, periodic monitoring not completed , stent implanted for longer than indwell time or stent expiration date exceeded before use. In this event the stent migrated to the small intestine (possibly due to bad peristaltic activity as per the physician¿s comments) which lead to the stent perforating the small intestine (possibly exasperated by severe adhesion as per the physician¿s comments). It should be noted that the zebd device involved in this complaint contains anti-migration features (pigtails), however if an incorrect stent size was selected (either too short or too long for the stricture) this could lead to migration, alternatively, if there was an incorrect placement of the stent across the stricture this could also lead to stent migration. However, as there is very limited information available a definitive root cause for the customer complaint could not be determined. Summary: the complaint is confirmed as based on customer testimony. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Unknown date: a zebd-* stent was placed. (Exact product number was not provided, but the prefix is "zebd-". The location of the stent placement was not provided.) Unknown date: after stent placement, it was confirmed that the stent migrated to the small intestine and perforated it. On (B)(6) year unknown: the stent was removed from the patient by surgical operation. The user did not provide any information about patient's outcome, but also we have not received any adverse effects report after the operation.